Event description:
It was reported to boston scientific corporation that while unpacking a flexima biliary stent system for inventory, it was noted a hole in the sterile packaging of the device. There was no damage noted to either the shipping box or the device. There is no patient information as there was no patient involved in this event.

Manufacturer narrative:
A visual evaluation of the returned device revealed a hole on the transparent side of the unopened pouch, in the center of the package and below the green flash label. The delivery system was contained in the hoop and was unused by the customer. Since there are no sharp components exposed inside the package, it is concluded that the device did not contribute to this defect. There were no other visible damage on the assembly. There was no damage or sterile breach along the seal of the pouch indicating that the product was adequately sealed and inspected during manufacturing. The hole in the pouch was likely due to handling/shipping of the device. During manufacturing, all g.I stents (plastic) packaged devices are 100% inspected for visible defects/damage on the package that can affect the sterile barrier of the device and any defect found is scrapped and documented in the DHR. Based on the analysis of this device, the most probable root cause for this complaint is handling damage. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that while unpacking a flexima biliary stent system for inventory, it was noted a hole in the sterile packaging of the device. There was no damage noted to either the shipping box or the device. There is no patient information as there was no patient involved in this event.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.